Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and a siemens customer service engineer (cse) was dispatched to the customer's site and inspected the instrument. The cse inspected the system and confirmed that the sample 2 (s2) mixer malfunctioned. The part was replaced, and the system was returned to full operation. Siemens concluded that the potential cause was the malfunctioning sample 2 (s2) mixer. The cse also replaced mixer on reagent 1 (r1) but the r1 was not in use for the co2 assay, therefore not responsible for the discrepant co2 patient results. System was fully operational upon departure. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Five discordant, falsely depressed carbon dioxide results were obtained on a dimension vista 1500 instrument. The initial results were not reported to the physician. The same sample was repeated on an alternate dimension vista 1500. The repeated results were reported, as the correct results to the physician. There are no known reports of patient intervention or adverse health consequences due to the falsely depressed carbon dioxide results.